Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed: "inferior vena cava (ivc) filter placed. Upon attempt to retrieve using kit was unsuccessful. The device did not come with sheath through internal jugular (ij) vein.((B)(4)) the patient had surgery to remove and thrombus found at that time.((B)(4)) not know if problem was with ivc filter or the retrieval kit." Additional information was received 30nov2016 stating there are no images and the devices (filter/retrieval set) were not saved, so they will not be returned to cook. However, the filter was sent to pathology after the attempted retrieval and measured 2cm in diameter. The patient underwent local surgical procedure to remove the filter after the failed attempt of retrieval with the gtrs set. The patient stayed 1 extra day in the hospital due to this incident, but experienced no neck pain and is now doing fine. The filter placed was another manufacturers. It was placed on (B)(6) and retrieved on (B)(6). As stated before, the retrieval set that was used in attempt to remove the filter was the (B)(4) made by cook.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), and specifications was conducted during the investigation. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. The IFU states: ¿the product has been designed for retrieval of implanted gunther tulip and cook celect vena cava filters in patients who no longer require a filter." The complaint device was used to retrieve a filter for which it is not indicated. Based on the information provided and results of the investigation, the root cause of the reported event lies in the deviation from IFU. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during the retrieval of a non-cook inferior vena cava (ivc) filter, thrombus was discovered. It is unknown if the thrombus was a result of the ivc filter or the retrieval kit. The patient subsequently underwent a local surgical procedure to remove the filter, resulting in an extended hospital stay. The patient was last reported to be doing fine.